Event description:
It was reported that, during cori assisted tka surgery, the surgeon pinned the adjustable tibia guide with too much posterior slope, such that when the plane visualizer was placed in the cut block, the position of the cut block was not appearing on the screen despite the point probe and tibia array being visible by the camera. The surgeon decreased the slope on the atg so that the position of the cut was visible but was not able to get the position of the cut to match the cori plan, because the fixation base was placed in too much slope to begin with. The surgeon did not feel comfortable executing the cut with "burr all" because this was the first cori tka case and thought that the plane visualizer not showing up on the screen, was correlated with an issue with the case itself (even though the position of the plane visualizer was just too far off the plan to show up on the screen). The surgeon bailed to the visionaire cut block that they had ordered for the case as backup. The femur was completed with the robotic distal bur method; the tibia was completed with a visionaire cut block. The procedure was resumed, after a significant delay, with a change in the surgical technique (manual instrumentation). No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.